Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. As the cartridge and infusion set had been changed and tandem technical support was not contacted at the time of the alarms, a system check to determine a possible cause of these past occlusions was unable to be performed.